Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 7 months following the implant of this transcatheter bioprosthetic aortic valve chest pressure, dyspnea, and orthopnea developed and had progressed. Approximately 3 months later, the patient presented to the emergency room with shortness of breath. A computed tomography (CT) pulmonary evaluation identified ¿large¿ bilateral pleural effusions. Intravenous (IV) diuresis occurred. Over the following weeks, the symptoms worsened with admission to cardiology. Chronic heart failure exacerbation in the context of moderate-severe aortic paravalvular leak (pvl) and moderate-severe mitral regurgitation (mr). The patient was assessed for a redo transcatheter revision. A coronary arteriography was performed, however, the transcatheter option was declined due to a high risk for coronary artery obstruction. The patient was further evaluated by a cardiac surgeon. Based on the enlargement of the aortic annulus the patient was approved for a conventional aortic valve replacement and ¿simple¿ mitral valve repair. Approximately 42 days following presentation to the emergency department, the transcatheter aortic valve was replaced with a surgical non-medtronic pericardial valve, enlargement of the aortic annulus bovine pericardium, and a mitral valve repair edge to edge. The post-operative course in the cardiovascular intensive care unit (cvicu) included complete heart block with no return of the sinoatrial node. Three days following the valve intervention a permanent pacemaker was implanted.

Manufacturer narrative:
Corrected data: this current supplemental #6 correction regulatory report filed to correct aware date h3 of 2025-sep-03 to 2025-sep-02 for supplemental medwatach#5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that 7 days following the explant of the transcatheter valve the patient developed a ¿severe¿ left posterior headache, right-sided jaw pain, light sensitivity, and double vision. A neurological evaluation was performed. The day following a computed tomography (CT) showed a likely right cerebellar subacute infarct without hemorrhage. As reported, the etiology was most likely perioperative/cardioembolic in the context of the recent valvular surgery. A low dose daily aspirin was prescribed. The event resolved with permanent sequelae approximately 1 month following symptom onset.

Event description:
Additional information received indicated hospitalization was required for 20 days as result of the stroke.

Manufacturer narrative:
Updated data: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the heart failure event originated also at approximately 6 years and 7 months following the transcatheter aortic valve implant. The transthoracic echocardiogram (tte) had identified the moderate-severe mitral regurgitation. A follow-up transthoracic echocardiogram (tte) approximately one month later showed mild-moderate functional mitral valve regurgitation with a central jet. The mitral regurgitation was reported as related to the transcatheter aortic valve. The mitral valve repair was reported as edge to edge. The mitral regurgitation resolved without sequelae on the date of mitral valve intervention. The enlargement of the aortic annulus bovine pericardium was associated with the existing transcatheter valve. The heart failure resolved 16 days following the transcatheter valve replacement. The patient was discharged to a rehabilitation clinic this same date.

Event description:
It was reported that approximately 6 years and 7 months following the implant of this transcatheter bioprosthetic aortic valve (tav) chest pressure, dyspnea, and orthopnea developed and had progressed. Approximately 3 months later, the patient presented to the emergency room with shortness of breath. A computed tomography (CT) pulmonary evaluation identified ¿large¿ bilateral pleural effusions. Intravenous (IV) diuresis occurred. Over the following weeks, the symptoms worsened with admission to cardiology. Chronic heart failure exacerbation in the context of moderate-severe aortic paravalvular leak (pvl) and moderate-severe mitral regurgitation (mr). The patient was assessed for a redo transcatheter revision. A coronary arteriography was performed, however, the transcatheter option was declined due to a high risk for coronary artery obstruction. The patient was further evaluated by a cardiac surgeon. Based on the enlargement of the aortic annulus the patient was approved for a conventional aortic valve replacement and ¿simple¿ mitral valve repair. Approximately 42 days following presentation to the emergency department, the tav was replaced with a surgical non-medtronic pericardial valve, enlargement of the aortic annulus bovine pericardium, and a mitral valve repair edge-to-edge. The post-operative course in the cardiovascular intensive care unit included complete heart block with no return of the sinoatrial node. Three days following the valve intervention a permanent pacemaker was implanted. Additional information received indicated the heart failure event originated also at approximately 6 years and 7 months following the tav implant. The transthoracic echocardiogram (tte) had identified the moderate-severe mitral regurgitation. A follow-up transthoracic echocardiogram (tte) approximately one month later showed mild-moderate functional mitral valve regurgitation with a central jet. The mitral regurgitation was reported as related to the tav. The mitral regurgitation resolved without sequelae on the date of mitral valve intervention. The enlargement of the aortic annulus bovine pericardium was associated with the existing tav. The heart failure resolved 16 days following the tavr. The patient was discharged to a rehabilitation clinic this same date. It was further clarified that the enlargement of the aortic annulus occurred with the transcatheter valve prior to its explant. The mitral valve was repaired using a 4-0 monofilament suture from the p2 region to the a2 region. The physician indicated the explant procedure and valve replacement likely contributed to the heart block. Additional information was received to report a tte was performed and showed the leaflets of the tav were calcified with restricted motion and severe aortic regurgitation.

Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. H6. Corrected data: d. Suspect medical device full UDI # medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further clarified that the enlargement of the aortic annulus occurred with the transcatheter valve prior to its explant. The mitral valve was repaired using a 4-0 monofilament suture from the p2 region to the a2 region. The physician indicated that the explant procedure and valve replacement likely contributed to the heart block.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Codes were added. Conclusion: the device remained in the patient at the time the investigation was completed; therefore, analysis of the suspect device could not be performed. As the event reported an adverse event in a procedure involving a medtronic device an investigation was required. The device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. The device instructions for use (IFU) lists paravalvular leak (pvl), conduction disturbance, heart failure, and aortic regurgitation as potential risks associated with the treatment procedures. There is no identified inadequacy with the IFU in relation to this event. Based on the available information and investigation activities, the reported event may have been related to the medtronic device, but the exact relationship between the device and the reported event cannot be determined definitively. There were no issues identified that would have impacted this event; the reported event is unconfirmed. The complaint investigation determined this event is foreseen in risk management and is included in monitoring/trending. This event will continue to be monitored and trended. Aortic regurgitation and pvl are known potential adverse effects per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. However, a conclusive cause could not be determined with the information available. Conduction disturbances such as heart block are known potential adverse effects and can be resolved with the implant of a pacemaker. Factors that may affect the development of conduction disturbances include baseline conduction defects and anatomical considerations. With the limited information available, a conclusive cause of this conduction disturbance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 7 months following the implant of this transcatheter bioprosthetic aortic valve chest pressure, dyspnea, and orthopnea developed and had progressed. Approximately 3 months later, the patient presented to the emergency room with shortness of breath. A computed tomography (CT) pulmonary evaluation identified ¿large¿ bilateral pleural effusions. Intravenous (IV) diuresis occurred. Over the following weeks, the symptoms worsened with admission to cardiology. Chronic heart failure exacerbation in the context of moderate-severe aortic paravalvular leak (pvl) and moderate-severe mitral regurgitation (mr). The patient was assessed for a redo transcatheter revision. A coronary arteriography was performed, however, the transcatheter option was declined due to a high risk for coronary artery obstruction. The patient was further evaluated by a cardiac surgeon. Based on the enlargement of the aortic annulus the patient was approved for a conventional aortic valve replacement and ¿simple¿ mitral valve repair. Approximately 42 days following presentation to the emergency department, the transcatheter aortic valve was replaced with a surgical non-medtronic pericardial valve, enlargement of the aortic annulus bovine pericardium, and a mitral valve repair edge to edge. The post-operative course in the cardiovascular intensive care unit (cvicu) included complete heart block with no return of the sinoatrial node. Three days following the valve intervention a permanent pacemaker was implanted. Additional information received indicated the heart failure event originated also at approximately 6 years and 7 months following the transcatheter aortic valve implant. The transthoracic echocardiogram (tte) had identified the moderate-severe mitral regurgitation. A follow-up transthoracic echocardiogram (tte) approximately one month later showed mild-moderate functional mitral valve regurgitation with a central jet. The mitral regurgitation was reported as related to the transcatheter aortic valve. The mitral valve repair was reported as edge to edge. The mitral regurgitation resolved without sequelae on the date of mitral valve intervention. The enlargement of the aortic annulus bovine pericardium was associated with the existing transcatheter valve. The heart failure resolved 16 days following the transcatheter valve replacement. The patient was discharged to a rehabilitation clinic this same date. It was further clarified that the enlargement of the aortic annulus occurred with the transcatheter valve prior to its explant. The mitral valve was repaired using a 4-0 monofilament suture from the p2 region to the a2 region. The physician indicated that the explant procedure and valve replacement likely contributed to the heart block.

Event description:
Additional information received indicated that additional stroke treatment included analgesics which included acetaminophen, ibuprofen, and a non-steroidal anti-inflammatory which was administered once via intravenously. A statin medication was increased daily as part of future stroke prevention. As reported, the stroke may have prolonged the hospitalization. The patient had 7 hours of atrial fibrillation post-operatively. There was no history of stroke or transient ischemic attack (tia). The complete stroke work-up rule out other causes than what was previous reported most likely perioperative/cardioembolic in the context of the recent valvular surgery. Difficulties with mobility and balance and mild cognitive defects remained. The patient was discharged from the rehabilitation facility 20 days following the admission. The patient was referred to outpatient rehabilitation which was reported as ongoing.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.